Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. After a 1.5mm rota burr was used, a 3.00mm x 30mm emerge balloon catheter was advanced for dilation. The first and second dilatations were done at 14 atmospheres in each inflation. However, during the third inflation at 14 atmospheres after 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.